Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced difficulty connecting the syringe to the mating component resulting in leakage. The following information was provided by the initial reporter: material no.: 305891, batch no.: 2008001. Systems do not thread well together creating vaccine and leak from needle/syringe connection. (0.5mm x 25mm bd eclipse needle not connecting well to 1 ml syringe). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Who was affected? No person affected. Frequency of problem: first time.

Event description:
It was reported that the bd eclipse¿ needle experienced difficulty connecting the syringe to the mating component resulting in leakage. The following information was provided by the initial reporter: material no.: 305891 batch no.: 2008001 systems do not thread well together creating vaccine and leak from needle/syringe connection. (0.5mm x 25mm bd eclipse needle not connecting well to 1 ml syringe) level of harm: no effect - did not reach patient - detected before use or does not touch person during use who was affected? No person affected frequency of problem: first time.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2008001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for review. The retained samples were assembled with a bd discardit 2ml syringe and no signs of a defective connection or leakage were identified. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident.